Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure coiled at the cornua and into the myometrium'), loss of consciousness ('other injury(ies) or complication please -loss of consciousness') and breast conserving surgery ('surgery (other) type of surgery: lumpectomy') in a 36-year-old female patient who had essure (batch no. B59464) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dizziness, menstrual disorder, headache, irregular periods, premature menopause, multiple allergies and chickenpox. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo-provera) and sumatriptan. In january 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced loss of consciousness (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain"), hot flush ("hormonal changes describe: hot flashes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines / headaches"), fatigue ("fatigue"), alopecia ("hair loss"), rash ("rashes or skin conditions type:") and skin disorder ("rashes or skin conditions type:") and underwent breast conserving surgery (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes) and removal of lump in breast). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, loss of consciousness, breast conserving surgery, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower, back pain, hot flush, urinary tract infection, migraine, fatigue, alopecia, rash and skin disorder had resolved. The reporter considered abdominal pain lower, alopecia, back pain, breast conserving surgery, dysmenorrhoea, dyspareunia, embedded device, fatigue, hot flush, loss of consciousness, menorrhagia, migraine, rash, skin disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date(s) of insertion: (B)(6) 2014, jan-2013. Concerning the injuries reported in this case, the following one/ones were described in patients medical record: low back pain, pelvic pain, fatigue, hot flashes, migraine, right breast lump, uti. Batch no b59464 production date 2013-08-05 expiration date 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure coiled at the cornua and into the myometrium'), loss of consciousness ('other injury(ies) or complication please -loss of consciousness') and breast conserving surgery ('surgery (other) type of surgery: lumpectomy') in a (B)(6) female patient who had essure (batch no. B59464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dizziness, menstrual disorder, headache, irregular periods, premature menopause, multiple allergies and chickenpox. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo-provera) and sumatriptan. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced loss of consciousness (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain"), hot flush ("hormonal changes describe: hot flashes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines / headaches"), fatigue ("fatigue"), alopecia ("hair loss"), rash ("rashes or skin conditions type:") and skin disorder ("rashes or skin conditions type:") and underwent breast conserving surgery (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes) and removal of lump in breast). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, loss of consciousness, breast conserving surgery, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower, back pain, hot flush, urinary tract infection, migraine, fatigue, alopecia, rash and skin disorder had resolved. The reporter considered abdominal pain lower, alopecia, back pain, breast conserving surgery, dysmenorrhoea, dyspareunia, embedded device, fatigue, hot flush, loss of consciousness, menorrhagia, migraine, rash, skin disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date(s) of insertion: (B)(6) 2014, (B)(6) 2013. Concerning the injuries reported in this case, the following one/ones were described in patients medical record: low back pain, pelvic pain, fatigue, hot flashes, migraine, right breast lump, uti. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs and mr received: reporters were added. Lot no. Was added. Previously added injury nos was replaced by right essure coiled at the cornua and into the myometrium, hot flashes, abnormal bleeding (vaginal, menorrhagia),uti, rashes or skin conditions type, migraines / headaches, dysmenorrhea, lumpectomy, dyspareunia, lower abdomen pain, lower back pain, vaginal discharge, fatigue,loss of consciousness, hair loss, were added. Concomitant drugs were added, lab test was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.